Event description:
A facility reported that the presser checking tool of a certas tool kit (ID: 828851) does not work. No patient injury reported.

Manufacturer narrative:
The certas tool kit (ID: 828851) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.